Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during on-going use, the device was showing premature battery depletion. Additional information received from the rep, indicated that the right ventricle (rv) and left ventricle lead (lv) were showing high pacing thresholds, and that this was the suspected cause of premature battery depletion. The device was reprogrammed, and the patient is being monitored. No adverse effects were reported.